Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported a forearm hematoma. A glidesheath slender sheath was used for the procedure. The hematoma appeared in recovery. The patient condition is reported to be fine. The procedure outcome was ok. Additional information was received on march 20, 2019: the type of procedure was a cardiac cath. There was no issue while using the device during the case. The patient was in stable condition. The procedure was successful. Manual pressure was used in the recovery area when the hematoma became noticeable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.